Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor system. No compromised force sensor alarms noted.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had some error messages and she put in a new reservoir and it did not fill up. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.